Event description:
Consumer complaint of low blood glucose results. Customer states that his normal range is usually about 130-150 mg/dl. Memory reviewed for previous results: (B)(6) at 10:00am 92 mg/dl; (B)(6) at 08:42am 80 mg/dl; (B)(6) at 08:31 am 86 mg/dl; (B)(6) at 6:37 am 94 mg/dl; (B)(6) at 10:48 am 124 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).